Event description:
The facility reports the pt was being transferred to the bed when pt unhooked the sling with right knee and slowly fell down, hitting head against the chassis cover. The pt also suffered a contusion of the hip.